Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a ail(air in line) board out of calibration. The ail board was recalibrated to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report of a colleague infusion pump with failure code 810:04, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.